Event description:
Covidien/formerly tyco healthcare received a report from a biomedical engineer that the unit provided an intermittent audio. There was no pt harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.